Event description:
Ous MDR - it was reported that the device was explanted a short time before battery depletion as part of the revision of the left-ventricular lead, because the surgeon suspected header damage. The left-ventricular lead was re-connected. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol2, 25 charge processes had been documented. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were ok. Lead inserted as a trial could be easily and reliably contacted with low-ohm values. The drill hole dimensions were all within the dimensions defined in the is-1 and df-1 standard. The memory content of the ICD was analyzed, and no anomalies were detected while the ICD had been implanted. In particular, the available impedance trends and follow-up date were normal. It also showed that the lv channel had been deactivated since (B)(6)2014 at the latest. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and met the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In another test, the impedance measurement functions of the ICD were checked in different temperature environments. All measurement functions proved to be normal and as expected. The device was fully functional. Summary:the device is ok and within specifications both in regard to the connection system and the electronics. There were no indications of a material defect or manufacturing error.